Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was initially performed without incident. Approx three months post-procedure, the pt returned with vaginal dehiscence of the sling material. The sling was removed and vaginal wall was reclosed on 8/28/98 without incident. No further info regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Directions for use outline as potential complications: "loss of suture support may produce dehiscence at the implant wound site."